Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation of image problem. There were few additional findings. The air/water-cylinder, scope connector cover unit and suction cylinder had discoloration. The scope connector case unit was dirty. The light guide cover glass had corrosion. Due to wear of forceps elevator wire, the forceps raising angle does not meet the standard value. Due to wear of angle wire, bending angle in the left direction does not meet the standard value. Distal end and forceps elevator lever had corrosion. Adhesive around objective lens was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had image problem. The device was returned to olympus. An evaluation of the returned device found foreign material at distal end and forceps elevator. Also, the light guide lens was dirty. This report is being submitted for reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information received from customer. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer further reported that the ¿image problem¿ was found during preparation for use for an unspecified procedure. The device was reprocessed as per the user manual before it was sent back to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: - operation manual 3.3 inspection of the endoscope shows how to detect the events. - reprocessing manual 5.3 preclean the endoscope and accessories 5.5 manually cleaning the endoscope and accessories shows how to prevent the events. Olympus will continue to monitor field performance for this device.